Event description:
On (B)(6) 2023, it was reported that this patient on peritoneal dialysis (pd) had peritonitis and received antibiotics in the outpatient pd clinic. There were no reported allegations of any issues with fresenius products in relation to the peritonitis event. However, it was stated that a mask was not worn during pd exchanges. In an additional follow-up call with the pd nurse, it was stated that the patient was having symptoms of abdominal pain and cloudy pd effluent. As a result, the patient went to the outpatient pd clinic on (B)(6) 2023 and had a pd culture obtained. Per the nurse, the pd culture had no organism growth and an elevated white blood cell (wbc). Result unknown. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin and fortaz (per clinic protocol) on an outpatient basis. The nurse stated the patient was recovering from the peritonitis event and continues pd treatments with the same cycler without any adverse effects. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse indicated the peritonitis was associated with a breach in aseptic technique due to patient non-compliance with wearing a mask during the pd exchange.